Manufacturer narrative:
(B)(4).

Event description:
It was reported that "6 jan 2024, after catheter was inserted the patient's body, it was found that the balloon could not inflate and deflate normally. According to the on-site doctor's description, the balloon did not work smoothly and felt astringent, so the catheter was withdrawn." Unknown type of "other surgical methods" as no additional information can be provided by the complainant". Patient condition was reported as "fine".

Event description:
It was reported that "(B)(6) 2024, after catheter was inserted the patient's body, it was found that the balloon could not inflate and deflate normally. According to the on-site doctor's description, the balloon did not work smoothly and felt astringent, so the catheter was withdrawn." Unknown type of "other surgical methods" as no additional information can be provided by the complainant". Patient condition was reported as "fine."

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is (18f23d0027). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging carton that does not match the serial number/lot number of the returned sample. The sample was returned in a cardboard box and was loosely packed inside an original packaging carton. Returned with the sample was the supplied 40cc inflation driveline tubing; no blood or abnormality was noted with the tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane; the tef-lon sheath was also covering the iabc distal tip, and some buckling was noted to the teflon sheath extrusion. The exposed section of the bladder was fully unwrapped. The central lumen was found broken near the hub of the sheath; this broken/damaged section of the central lumen was noted piercing through the iabc bladder at approximately 65.0cm from the luer end. Damage to the outer lumen was noted at approximately 38.0cm to 42.0cm from the iabc luer end; the damage is consistent with buckling to the outer lumen. Dried blood was noted on the exterior surfaces of the re-turned iabc; no obvious blood was noted within the helium pathway. The iabc bladder was with-drawn through the teflon sheath and buckling was noted to the sheath extrusion, an inservice has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis de-vice. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and at-tempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to the previously noted broken central lumen. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was attempted to be moved. Initially, the sheath did not move. The sheath was able to be removed entirely from the iabc using force. Upon removing the sheath, the central lumen was noted damaged within the flex tip assembly at approximately 5.4cm from the iabc distal tip. No other damage was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Large leaks were noted from the damaged bladder. The iabc was leak tested again with the iabc bladder blocked; another leak site was immediately detected from the outer lumen. The outer lumen leak was consistent with the damage noted during visual inspection. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 4.9cm from the iabc distal tip. Some blood was noted. The guidewire was front load-ed through the iabc luer. The guidewire met resistance at approximately 50.5cm and the guidewire could not advance at approximately 65.2cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not inflate and deflate normally" is confirmed based on visual inspection. During the investigation, the iabc central lumen was noted damaged near the tip and found no longer attached to the central lumen flex tip assembly. Additionally, another section of the central lumen was broken and had pierced through the bladder. During functional testing, another leak site was noted from a damaged outer lumen. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first or what initially caused the complaint. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.